Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the mildly tortuous and severely calcified vessel. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 60 seconds. The procedure was completed with another of the same device. No patient complications were reported.